Manufacturer narrative:
The steris service technician observed a slow drip coming from the uv light sensor. Upon inspection of the uv light assembly it was observed that the plastic sleeve in the sensor housing was deteriorated, allowing water passing through the uv light assembly to leak. The technician installed a new stainless steel sensor sleeve and viton washer and placed the processor back into service. This issue is the subject of the ongoing field correction z-3124-2011 initiated in july 2011.

Event description:
The user facility reported a water leak from the system 1e processor. Water leaked onto the floor in the vicinity of the processor, as well as on the countertop where the processor sits. No injuries, property damage or procedure delays were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).